Manufacturer narrative:
On 29-may-2020, the suspected medical device was returned for evaluation. On 1-jun-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, a tear was observed at the union between shell and suture tab, located at 6 o¿clock. Microscopic examination was performed, and the cause of the rupture could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with a 850cc artoura breast tissue expander prosthesis and experienced postoperative right-sided deflation. A healthcare professional stated that the patient¿s expander was collapsed and drained. As a result, the patient had the device explanted on (B)(6) 2020.